Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead implanted: (B)(6) 2009; 1258t competitor lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was an atrial lead alert, with high impedance, high thresholds, and a possible lead fracture noted. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and that the atrial pacing capture threshold was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.